Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the water had gotten into the insulin pump screen making it difficult to see the pump setting. The customer¿s blood glucose was unknown at the time of incident. The customer also report the insulin pump had rejects batteries. The insulin pump will not be return for analysis.